Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a hospitalization event for her son. Her son was in the hospital for diabetes ketoacidosis. The mother also reported that she was unsure if the insulin pump was delivering insulin. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 590 mg/dl. The mother stated her son was feeling sick and throwing up prior to being hospitalized. No additional information provided.